Event description:
It was reported that the stapler would not open after use. This happened intra-op completed with like device. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024 d4: batch # unk is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - as far as I know it all went good with the patient. No post operative problems. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? - it was problem open the device after shooting the blue reload that is in the box. How thay got it open thay did not tell me. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? - not sure how they got it up, they did not write that to me. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9dl9l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.